Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having nail removal spinal therapy for the levels t11-l2. Preoperative diagnosis was the rod fracture. Initial surgery happened on (B)(6) 2024. Procedure involved was posterior fixation due to t12 fracture. It was reported that the screw head was damaged following posterior fixation for a t12 fracture. Although the bone successfully healed, the nail was removed, and the screw was found to be broken beneath the screw head. Removal of the screw was planned; however, due to difficulty in locating the screw within the bone, it was left in place. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that the product appears to have broken approximately six months after the surgery, around (B)(6) 2025.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan g4: the product ID 55711015540 is not marketed in the united states; however a similar device with product ID # 55811015540, 510k # k122433 and UDI # (B)(4) was marketed in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review performed by dr. (B)(6) and the review comments are as per below antero posterior xray shows t12-l2 construct t12 screw fractured on the side t12 other side l2. Antero posterior xray posterior rods present two fractured screws still present in bone, one at t12, one at l2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.